Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the right ventricular (rv) lead was replaced because it was ¿faulty¿. A follow up with the patient¿s healthcare provider yielded no further information. The lead was replaced with a new implanted lead. No patient complications have been reported as a result of this event.